Manufacturer narrative:
Medtronic received the following information from a journal article entitled; five - year out outcomes of the bi - versus trimodular endurant tm stent- graft in 100 patients with infrarenal abdominal aortic repair the journal of vascular surgery 2022 kemmling s, wiedner m, sahlberg e, sieren m m, jacob f, barkhausen j, goltz j p doi: 10.23736/s0021-9509.22.11947-6. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent grafts were implanted in the evar procedures on unknown dates over a 5 year period. The following malfunctions were reported; type ia endoleak, type ib endoleak, kinking the following serious injuries were reported; hematoma, kidney infraction, false aneurysm, embolism, stenosis/occlusion, infection, bleeding, rupture, re-intervention patient mortality was reported but there is no evidence in the article that a patient death was a result of a malfunction or deterioration in the performance characteristics of an endurant stent graft. No death was from an aneurysm related cause, it was reported.